Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer generated an error. Follow-up determined that it booted to the error and that there was no patient impact. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer booted to an error and a known good micro processor unit (mpu) was installed to resolve and it was therefore noted that the programmer needed its mpu replaced. Analysis also noted that the programmer was out of specification on its functional tests and needed its link electronic module board replaced, there was a broken tab on the power cord door and its system fan was intermittently noisy. The programmer was to be scrapped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.